Event description:
It was later reported that everything worked out fine. They turned off lights and turned up pulse width.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative reported that several impedance combinations showing greater than 4000 including c0 and 20 during a procedure on the day of this call. The representative reported that they have turned off the surgical lights that they felt might cause and issues. They ran electrode impedance measurements at patient tolerated level, increase settings as needed. They reported high impedance with different combination up to 300 for pulse width (pw). The representative was asked to rerun at 360 pw as well the representative reported that they had issues on the first implantable neurostimulator (ins) and opened a 2nd ins before calling tech services. They got response on the electrodes that didn't work with bellow and toe. The representative rechecked impedance after the case and everything (all electrodes) checked out perfect.